Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #2) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #2). An additional emdr was submitted to represent the bard/davol composix e/x (device #1) and bard/davol ventralight st w/ echo (device #3). Not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) or an unspecified bard/davol composix kugel hernia patch (device #2) or an unspecified bard/davol ventralight st with echo ps (device #3) on (B)(6) 2003, or (B)(6) 2004 or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x (device #1), composix kugel hernia patch (device #2) and ventralight st with echo ps (device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."